Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that both rods at c3 were broken. The patient underwent a revision surgery to remove the broken rods. No further details are known at this time.

Manufacturer narrative:
A review of radiographic images show vertex construct from c3 to the lower cervical spine are noted. Reportedly the rods broke at c3. Revision included placement of screws in c1. Subsequent x-rays show fracture of the vertex rod again at c3, this time with migration of the rod fragment proximally through the occipital bone or foramen magnum into the area of the cerebellum or ponds. Nothing is mentioned of the symptoms created by this rod fragment.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms rod breakage. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Significant fracture surface damage and smearing is noted on the surface. Approximately 30% of the fracture surface is undamaged due to atypical fracture ¿step¿, or transition to a second fracture plane, consistent with multi-planar loading, with initial cyclic wear on the lower fracture plane, followed by a secondary overload plane. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant. Unable to definitively determine specific root cause of the foregoing event from the available information. Review of radiographic images show vertex construct from c3 to the lower cervical spine are noted. Reportedly the rods broke at c3. Revision included placement of screws in c1. Subsequent x-rays show fracture of the vertex rod again at c3, this time with migration of the rod fragment proximally through the occipital bone or foramen magnum into the area of the cerebellum or ponds. Nothing is mentioned of the symptoms created by this rod fragment.